Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported after completion of his pd treatment he noticed liquid in the cassette door on the motor pumps after he completed treatment on (B)(6) 2017 and was removing the cassette. The pd patient stated he had to wipe the motor pumps down. The pd patient stated he was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pd patient stated he was provided with antibiotics to keep at home in the event something like this occurred and was advised to take one prophylactic medication pill as a precaution. The pd patient stated his fluid remained clear and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Corrected: original date received: 12/09/2017.

Event description:
A peritoneal dialysis (pd) patient reported after completion of his pd treatment he noticed liquid in the cassette door on the motor pumps after he completed treatment on (B)(6) 2017 and was removing the cassette. The pd patient stated he had to wipe the motor pumps down. The pd patient stated he was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pd patient stated he was provided with antibiotics to keep at home in the event something like this occurred and was advised to take one prophylactic medication pill as a precaution. The pd patient stated his fluid remained clear and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported after completion of his pd treatment he noticed liquid in the cassette door on the motor pumps after he completed treatment on (B)(6) 2017 and was removing the cassette. The pd patient stated he had to wipe the motor pumps down. The pd patient stated he was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pd patient stated he was provided with antibiotics to keep at home in the event something like this occurred and was advised to take one prophylactic medication pill as a precaution. The pd patient stated his fluid remained clear and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.